Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08064. It was reported, the pt stopped using and recharging the implanted system since 2012. It was stated, the device was not providing the same adequate stimulation as the trial system provided. The pt was also experiencing pain at the distal end of the lead site even though the system had been powered off for about a yr. It was reported, he felt the pocket was slipping downward, pulling on lead wires causing pain and numbness in his head. The pt wanted the system to be explanted and no further info was available a the time of this report.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.